Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that experienced a high blood glucose level of 540 mg/dl. They had taken 185 units of insulin. When they took out the infusion set they found that the cannula was bent. The next morning, they woke up feeling thirsty and hungry. Their blood glucose level was 350 mg/dl. They took the insulin pump off and treated with a manual injection and their blood glucose level rose to 404 mg/dl. Their current blood glucose level was 379 mg/dl. Troubleshooting was performed. The insulin pump passed the self-test and the displacement test. The device will not be returned for analysis.